Event description:
A malfunction was reported on the pump by the caller, who did not experience any notable events prior to the issue. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer with resetting the pump using reset instructions, and the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the issue arises again, which they acknowledged and understood.